Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There are unexplained por's observed in the bb on (B)(6) 2015; however power resetting was not duplicated during this investigation. Investigation note: the pump was run on a 24 hour basal program using returned battery cap with no intermittent power/reboot occurrences. The battery compartment threads were damaged; stripped and worn. Returned battery cap and test cap unable to tighten/spins. Pump was able to maintain power during the investigation, intermittent power was not duplicated. The pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. Battery compartment crack on the side of the battery compartment at the case seal traveling up toward the threads and below the bumper at the case seal.